Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's system was not working well. As a result, the patient's system was explanted and replaced with another manufacturer's system on an unknown date.